Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinical nurse leader reported that on (B)(6) 2018, the a1059 mayfield modified skull clamp's side lock was not working properly. The patient was not prepped for surgery. Additional information was received from the customer on (B)(6) 2018 stating that after the product problem occurred, the mayfield was removed from service and the procedure was completed with the use of another mayfield. There was no injury to the patient and no surgery delay.

Manufacturer narrative:
The DHR review cannot be performed as the lot # and serial number have not been provided. The reported complaint is unconfirmed. The root cause analysis cannot be completed at the moment since the device was not returned for evaluation.